Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jhm241 batch number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was obtained: since (B)(6) 2020, the issue occurred at least during 5 surgeries but the distributor didn't know exactly the number of surgeries. Note: events reported via mw # 2210968-2020-01703, 2210968-2020-01704, 2210968-2020-01705, 2210968-2020-01706.

Event description:
It was reported that an animal underwent corneal surgery on an unknown date and suture was used. The suture pulled off during the procedure, without excessive tension on the suture. The procedure was successfully completed with a new device.

Manufacturer narrative:
Additional summary: two unopened samples of product were received for evaluation. The complaint sample was not returned for analysis. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements